Event description:
It was reported that during a ptca treatment procedure, that upon insertion of the iq marker guidewire into the lad lesion, the tip of the guidewire caused a perforation of the vessel. The anatomy was heavily tortuous. The perforation was covered with an unspecified type of stent. Additional info has been requested regarding this event.